Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis and the complaint was confirmed. The small grasping retractor instrument was analyzed and found to have a frayed grip cable at the clevis hole location. The cable was frayed, but it was not fully broken. Some bundles of the frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the small grasping retractor was found to have a cable sticking out. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 24-sep-2024: the reported issue occurred prior to ports placement. There was no patient injury due to the broken cable. No photographic images of the device or recording of the procedure is available for isi to review.